Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the suture of the anchor was not loose but it was also stated "regarding the puncture part of the catheter, if the suture was tightened, kink of the catheter (bent) would occur. Therefore, the suture was performed to the extent that the cerebrospinal fluid did not leak out, but it was remembered that the suture was looser than usual." It was then reported the sutures did not come loose from the tissue. The purse-string suture was normally used. The event resolved. The catheter would not be returned as it was discarded by the customer.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: n813072002, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 17-may-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 40 mcg/day) via an implantable pump for spasticity in the lower extremity which was sequelae of febrile disease. It was reported that on (B)(6) 2019, increasing the dosage was examined while observing the effect. It was felt that there was no more effect than expected. When the catheter tip was checked by x-ray, the catheter tip was observed to be dislocated to l1. The occurrence date was reported to be (B)(6) 2019. It was stated the catheter tip was at th11 immediately after the procedure. The attending physician's assessment indicated it was considered the catheter was dislocated from the insertion site. It was also considered the catheter tip was not dislocated lower than l1. A repair procedure by replacement of the catheter was performed on (B)(6) 2019. The event was considered serious. The outcome was reported to be unrecovered. The event was considered not causally related to the drug, catheter, pump, or programmer. The event was considered causally related to the surgical procedure. It was stated, "it was remembered that the purse-string suture was more insufficient than usual." Further complications were not reported.